Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: was the firing able to be completed? Yes. If yes, did all staples deploy into the tissue, or were there some staples remaining in the cartridge? Yes, all staples deployed. What area of the staple line were the staples malformed (one or both sides of the knife, proximal, distal, etc.)? One side, distal end of reload. Was there any damage to the cartridge? No damage. Was a leak test performed and if so, what was the result? Yes, test was performed - negative results after repairing staple line with suture. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during a laparoscopic vertical sleeve procedure, the device with green reload would not complete fire. An audible "click" was heard halfway through fire. On left side of reload (adjacent to sleeve remnant) the staples did not form properly. The transection was closed by hand-suturing instead of stapling. There were no patient consequences reported. No device will be returned.